Event description:
Procedure type: colectomy. According to the rptr: the surgeon fired the instrument. The stapler cut but did not staple. There was no signs that any staples were deployed. The surgeon had to hand sew the anastomosis. Operative time was extended by 60 minutes. There was no bleeding reported in excess of 250cc. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).